Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/-5%). Complaint could not be confirmed.

Event description:
Customer states that pump is not delivering accurately. It should have delivered 10 ml and only delivered 6 ml. Rate and dose are 500 ml/hr and 10 ml.